Event description:
The reporter had read about the suresetp replacement program in the newspaper, and called to report that he had rec'd the er1 message two or three times. He retested and rec'd a reading "in the 300's, and later a reading in the 200's." He was "feeling alright, and not high, especially since I didn't eat anything before that." He did not do a control solution test at the time of the er1 message, but in the past all tests with control solution had falled within range. He stated that he is not on insulin and controls his blood sugar with diet.